Manufacturer narrative:
Follow-up #1 date of submission 07/22/2015-product analysis: the device was returned and evaluated by product analysis on 07/06/2015 with the following findings: related alarms were observed in the pump¿s black box. During the load step of the prime sequence, the piston failed to detect a cartridge and extended completely. Evaluation revealed the force sensor pins were cracked. Unrelated to the complaint, a battery compartment crack was observed. The battery cap threads were damaged. A test cap was able to secure properly to the pump. Investigation revealed the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step. It was reported that there was a filled cartridge in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow up #2: 08/21/2015 correction: (B)(4).